Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 29 days post-implant, it was reported that the patient experienced a driveline fault alarm which was cleared by the hospital personnel. The same alarm reoccurred; therefore, the patient was switched to a back-up system controller and no further issues were reported. No effects to the patient were reported and the patient was asymptomatic during the event. During the manufacturer's device analysis, a pump speed of 0 rpm was observed in the patient¿s system controller event history.

Manufacturer narrative:
The approximate age of the device is 29 days. The event occurred at (B)(6). The system controller was returned and review of the patient¿s event history confirmed the reported driveline fault alarms. In addition, a momentary pump speed reduction to 0 rpm was observed. The system controller was functionally tested and operated for an extended period of time while connected to a mock circulatory loop. No alarms or reductions in pump speed were able to be reproduced and a specific cause for the events was not able to be determined. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event. Placeholder.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was noted that the conclusion codes were inadvertently omitted from the initial and supplemental medwatch reports.